Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the 4330453 is not a valid finished goods lot number; therefore, a manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the patient had her hip replaced by surgeon sometime in 2020 according to surgeon the patient began to experience stability issue in the last few months and dislocated twice. The exact date of dislocations was not known. Surgeon revised her hip and explanted the 32mm femoral hip ball, 48mm sector cup, and 48mm x 32mm neutral liner. The summit stem was left in situ , the part number and lot number for the summit stem is unknown. The surgeon implanted a zimmer acetabular cup with a dual mobility liner and achieved good stability. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.